Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service representative evaluated the iabp and reported that the compressor did not generate enough pressure. He replaced scroll compressor and the pressure micron filter. He also replaced the expired safety disk. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that while the facility's biomedical engineer was performing routine checks the intra-aortic balloon pump (iabp) failed to autofill the balloon. No patient involvement reported. No adverse event reported.